Event description:
The customer reported via phone call that they were having issues with the infusion sets and that there is an asense of a no delivery alarm. It was also stated that the customer noticed that the infusion sets were kinked. The blood glucose reading was 300 mg/dl. The customer's last blood glucose reading was 211 mg/d. Troubleshooting was conducted for the insulin pump. The insulin pump failed the hp test twice and did not give a no delivery alarm. The customer was advised to revert to their back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.